Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. A bent duraguard can occur when excessive side load was applied to the feature. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the maestro medium fixed duraguard was bent during a routine maintenance inspection at the user facility. After return to the manufacturing facility for service, it was noted that the device had a bent foot. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
It was reported that the maestro medium fixed duraguard was bent during a routine maintenance inspection at the user facility. After return to the manufacturing facility for service, it was noted that the device had a bent foot. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.